Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called stating the insulin pump was losing all of the programming when the batteries were replaced. The customer then mentioned he was hospitalized for low blood glucose levels. The blood glucose levels were not reported. Nothing further was reported.